Event description:
Additional information was received indicating provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, myopotential oversensing was noted on the device. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.